Event description:
A hospital in (B)(6) reported to a distributor that two rt340 adult dual-heated evaqua breathing circuits each had a faulty heater wire adaptor. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a distributor that two rt340 adult dual-heated evaqua breathing circuits each had a faulty heater wire. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory and expiratory limbs of the complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The heater wire pins were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor on both the inspiratory and expiratory limbs was not achieved as the heater wire pins were bent and split. The inspiratory and expiratory heater wire pins were out of specification. A lot check revealed no other complaints of this nature for lot number 120531. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. This suggests that the inspiratory heater wire pins were damaged post production. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.